Manufacturer narrative:
Additional information was received which indicated that they pull the connector off before the catheter ever goes in the body. The last time they did it, there was a long wire that came out with it (the length of the sheath). When the sheath was inspected after, damage could be seen in the inner lumen of the sheath. The lot number was obtained during device analysis. Therefore h 4. Lot, h 4. Expiration date, and h 4. Device manufacture date have been updated. Also, h 4. Primary UDI number has been updated. Section g has been updated as well with the manufacturing site name, address, and contact information. On (B)(6) 2026, a report was received from the FDA (mw5183737). It was determined that this mw report is similar to the event already reported; however, additional event information was provided. Therefore, they are included in this supplemental report. The vizigo deflectable sheath was noted to have an appearance of thrombus on the tip while in the left atrium. The ablation catheter was retracted into the sheath and removed while aspirating from the sheath. A single strand of long (about 8 cm) plastic appearing like clear dental floss was aspirated from the sheath and removed. The case proceeded without re-advancing the sheath into the left atrium due to concern for potential stroke risk. During the case, there was concern of additional material near the tip of the sheath, so the sheath was removed completely from the body and flushed, revealing a much longer similar thin clear strand of plastic that was partially in a tight cluster. They replaced the sheath with a different sheath and finished the case without event. The patient recovered without any complications or sign of stroke symptoms of thorough evaluation when fully awake. Etiology of the plastic strands from within the sheath are unknown. The qdot ablation catheter and octaray mapping catheter, which were inserted through the sheath, had no obvious abnormalities to cause inner shearing of the inner layer of plastic on the vizigo sheath. It was suspected that one of the nitinol wires used to make it deflectable may have broken and that is what the material is. The first strand that was aspirated was pulled from the side arm port of the sheath so it could have broken off from the second strand that was removed later when manually pulled. Staff also noted that there was difficulty passing the mapping catheter through the sheath, so not sure if it was a defective sheath versus trauma from catheter in the mapping catheter. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device was performed following j&j procedures. Visual analysis revealed a fiber hanging on, out of the tip of the sheath. Due to this condition, a borescope was inserted to review the shaft from inside and a scratch was observed from inside the shaft and a line of polytetrafluoroethylene (ptfe, a shaft material component) partly detached. The damage observed could be related to the interaction of the sheath and the catheter used during the procedure, however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The delamination identified in the inner of the shaft could be related to the internal component exposed reported by the customer; therefore, the complaint was confirmed. The potential cause of damage could be related to the ptfe coating which may have been affected during introduction of the catheter or the needle into the sheath; however, this cannot be determined with the available information. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a vizigo and a string of plastic came out of the sheath. The report indicated that the physician gained transseptal access with the sl1 sheath and a brk transseptal needle. The physician then changed the sl1 sheath over the wire and put in a vizigo¿ sheath and put the second octaray¿ catheter into the body, through the vizigo¿ sheath, and began mapping. The physician mention that it is was hard to rotate the octaray¿ through the vizigo¿ sheath and then they notice that there was something that appeared to be a clot on the tip of the vizigo¿ sheath. The physician immediately pulled the catheter out and suctioned through the vizigo¿ sheath, and what appeared like a clot disappeared from the intracardiac echocardiography (ice) image. The reporter stated they found a long, floss-like string of plastic in the syringe that they had suctioned off the sheath. They put the ablation catheter in, using the same vizigo¿ sheath, and ablated, and this time there was another clot like visible object on the view of the ice catheter, on the tip of the sheath. They took the ablation catheter, put a wire in and pulled the vizigo¿ sheath out, and they did not find any clot. They flushed the sheath out and a big "bird nest" like a string of plastic came out of the sheath. They put the plastic on a specimen bag and is available for return. They don't know where the plastic string came from. The sheath and the plastic are available for return. No adverse patient consequence was reported. Additional information was received which indicated that the term clot was referring to the floss like stuff found in the sheath. It was also indicated that this account had been ripping the electrical connector off the sheath for all their cases. Knowing this, they believe that this may have caused the issue. They had another sheath last week where they ripped the cabling off and the nav sensor pulled back through the sheath and came out on the back table. They have stopped that practice and have had no issues.